Event description:
It was reported during a tibial roding procedure, the flexible reamer head broke. A fragment approximately 2mm was left in the patient bone. There are no plans to retrieve the broken item. There was a 30 minute delay in completing the procedure. The procedure was successfully completed with no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.